Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
Device history review: the device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Corrected data: on the original MDR, incorrectly has the box for "death" checked. No death was reported as a result of the alleged complaint. This box was inadvertently checked.

Event description:
The foreign distributor ((B)(6)) reported an issue encountered by one of their customers with the vacuum relief valve. It was reported that the vent valve leaked during a procedure. The leaked fluid type and volume was not reported. The complainant reported that the leak appeared to originate from the vent oriface at the top fo the valve. There were no patient complications as a result of the alleged event. The device was discarded by the hospital and not returned to the distributor or manufacturer for analysis.